Event description:
It was additionally reported that the patient required hemodynamic assessment for a routine hospitalization, and it was stated that the reason for the controller exchange was regular replacement.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the system controller, serial number (B)(6) , was evaluated due to the reported event of a planned controller exchange. However, the controller was not exchanged at this time due to patient anxiety. Additional information was received which stated that the planned controller exchange was for a routine replacement, and no issues regarding the controller were reported. The patient's hemodynamic assessment was also routine, and the patient was discharged without issue. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer s investigation is complete.

Event description:
It was reported that the patient had a planned procedure for hemodynamic assessment and replacement of their system controller and was hospitalized from (B)(6) 2024 to (B)(6) 2024. It was noted that the patient's anxiety was strong, and they were discharged due to postponement of admission. Related manufacturer reference number: 2916596-2024-01011 (pump).